Event description:
It was reported that a device experienced a system error 322. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device in question was received by baxter. The unit was tested for 24 hrs during evaluation with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. Evaluation was unable to determine the cause. Evaluation of known contributors to ec 322 hs let to the determination that the upper and lower auxiliary were the failing components and requires replacement. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower auxiliary assemblies were replaced.